Event description:
At refill one month ago, 0.4 ccs were expected; 15 ccs were aspirated from the reservoir. Now, the patient went to the emergency room and 4 ampules of narcan were administered intravenously. The patient was unresponsive and the hcp believes the patient may have had a myocardial infarct or cerebral hemorrhage. A brain CT scan is scheduled.